Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the connector connection leading to high blood glucose values. The patient went to the hospital, where he was admitted for one day and was treated with a serum and 10 units of insulin. The infusion set was expired at the time of usage.